Manufacturer narrative:
Being investigated. Additional information requested. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report.

Event description:
The physician claims that during a procedure to repair an ascending aneurysm of the thoracic aorta, following anastomosis, the puncture site of the cardioplegia needle placed on the graft failed to stop bleeding. Several stitches were placed in an attempt to stop the bleeding, but was not successful and lead to massive blood loss. The identification of the graft used during the procedure, other than that it was a hemashield graft, has not been reported at this time. No further information has been reported at this time.